Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient received an injection at the implant site (kenalog) to treat keloid growth. The implanted device remains.